Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 291, 247, 280 and 334 mg/dl. The customer's expected fasting blood glucose test result range is 120-150 g/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 310 and 304 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set correctly): (B)(6). Memory concerns: the customer is concerned with the all the 5 results provided in the meter's memory.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 291, 247, 280 and 334 mg/dl. The customer's expected fasting blood glucose test result range is 120-150 g/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 310 and 304 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set correctly): (B)(6). Memory concerns: the customer is concerned with the all the 5 results provided in the meter's memory.